Event description:
The patient's daughter reported she saw the patient unresponsive without a heartbeat on (B)(6) 2014 while he was being treated on the cycler. CPR was performed until the ambulance arrived. Patient was pronounced dead at the hospital on (B)(6) 2014 at 12:15 am.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided; it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation in underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.